Event description:
It was reported that the patient underwent a posterior spinal fusion at t11-l1 to treat a t12-l1 fracture-dislocation. It was reported that approximately 4 months post-op the left l1 screw was broken. The patient had worn a hard brace for 3 months post-operative. The patient complained of pain. The patient underwent a revision surgery 5 months post-op. A portion of the screw was removed, but the portion that was in the bone was not retrieved. The construct was extended to l3. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified; therefore the manufacturer cannot determine the suspect device. The lots that were used are part# g86745040, lot 0066416w, expiration date 03/12/2017; lot 0151743w, expiration date 04/16/2019; lot 0185645w, expiration date 11/04/2019; part g86745545, lot 0052965w, expiration date 9/23/2017; lot 0060062w, expiration date 11/09/2017. (B)(4). These parts are not approved for use in the united states; however a like device catalog # 86745040, 86745545, 510k # k042025 was cleared in the united states. The manufacture date for lot 0066416w is 11/13/2009; the manufacture date for lot 0151743w is 03/29/2011; the manufacture date for lot 0185645w is 10/21/2011; the manufacture date for lot 0052965w is 8/28/2009; the manufacture date for lot 0060062w is 10/19/2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.